Manufacturer narrative:
Additional information received on 24apr2017: product issue was discovered during inspection prior to surgery. Linked to mfg. Report number: 3006697299-2017-00065.

Manufacturer narrative:
Investigation completed 5/05/17. Method: device history review, trend analysis, failure analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2014 - oct. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. Based on the complaint reported ¿monitor not detecting catheter,¿ a review of the customer complaints was completed using the following key words ¿catheter not detected¿ and ¿catheter failure¿ in the search criteria. The review encompassed pr dates 28-apr-16 to 28-mar -17. A total of 155 complaints were reviewed of which there are 8 complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿apr 16 to mar 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usage. The quantity of complaints in the complaint review (8) can therefore be calculated as (B)(4) of procedures. Conclusion: the evaluation verified the complaint as valid; the cause was identified as the customer¿s camcabl was defective and thus resulted in the complaint incident.

Event description:
The cam02 monitor did not detect the catheter. There was no patient injury reported. Additional information has been requested.